Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 49.5 cm was returned for analysis. Lead body damage was noted at 34.3 cm ¿ 35.7 cm from the distal tip consistent with clavicle crush damage. The clavicular crush damaged all lumens, the ptfe liner, and the etfe coating of one rv cable, and fracturing all the filars of the inner coil.

Event description:
This report is to advise of an event observed during analysis.